Event description:
It was reported that the buttons on the insulin pump frequently have no or intermittent response. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to flattened button dome switches (arrow buttons).device received with scratched display window, cracked display window corner, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.